Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. Technical services (ts) recommended further clinic evaluation. This device remains in service. No adverse patient effects were reported.